Event description:
It was reported an external fluid leak was observed in an ak 96 machine during disinfection. Upon further inspection, a silicone right-angle elbow, near byva valve, fell off which caused the leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the device was not received for evaluation; however, photographs of the sample were provided for evaluation along with an on-site evaluation by a non-baxter technician. The evaluation by the technician found that a silicone right-angle elbow had fallen off. The reported condition was verified. The silicone right-angle elbow was replaced, and the technician reconnected the tube. The equipment was returned to service. The technician did not provide any further information. During visual inspection of the provided photographic samples, shows the silicone connector is detached. This again verifies the reported condition. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.